Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a missing strips issue with his new one touch ultra meter kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day of (B)(6) 2012. He stated that he manages his diabetes with pills, diet and/or exercise and due to the alleged issue he denied making any changes to his usual diabetes management routine. The patient claimed a "few days" after the alleged issue started, he felt sweaty, thirsty and was frequently urinating. He denied receiving any medical intervention in response to his symptoms. During the initial call with customer service, the agent noted that the patient was educated that lfs no longer packages the test strips with new meter kits and it was not missing as he thought. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.